Manufacturer narrative:
(B)(4). : the patient experienced peritonitis on an unspecified date in (B)(6) 2014. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a breach in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized, but was treated with cefazolin intraperitoneal (ip) (rate, dose, frequency are unknown). The cause of the peritonitis was a break in aseptic technique, specifically a touch contamination. The patient recovered from the peritonitis event and has been retrained multiple times on proper aseptic technique. No additional information is available.